Manufacturer narrative:
The reported event of over infusion could not be confirmed. No product or event logs have been returned for this investigation. The root cause of the customer's experience was not identified.

Event description:
The customer reported an infusion of oxaliplatin was ordered to infuse over 120 minutes but was programmed in error, per the epic documentation label, to infuse over 1 hour and 20 minutes, or 80 minutes. Although requested no additional event information has been provided; there was no patient harm.